Event description:
It was reported that during an acl reconstruction and/or meniscus repair, after t1 deployment, the t2 implant was not deployed while the deployment knob was depressed. Both implants were removed from the body. The procedure was completed with another fast-fix 360 curved.

Manufacturer narrative:
A visual assessment of the device showed no t¿s remain on the insertion needle. No t¿s or sutures were returned for examination. The actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Reported complaint of t2 non-deployment cannot be confirmed. No root cause related to the manufacture of the device can be established. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.